Event description:
It was reported that the gauge and co2 indicator were not working. Also, the device was missing knobs and caps. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all three tamper seals including the instruction label were damaged. The device was received with a cracked o2 knob, missing positive end expiratory pressure (peep) knob and relief knob cap. The front panel is bent at the top right corner and the right side of the case contains impact damage. The gas supply indicator is scratched as well as the front panel surrounding the eyeball. The input manifold assembly shifts on the bottom chassis. Error codes from an event history log (ehl) are not available. After connecting the device to 60 pounds per square inch pressure and a disposable testing circuit, the customer reported issue was confirmed. The gas supply indicator is intermittent, and the knobs are missing, but the manometer functions as intended. The root cause is attributed to customer impact on the device. The gas supply indicator was replaced to correct the issue. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.